Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was low the time of incident. The customer's blood glucose was 353 mg/dl the time of call. The customer stated that they treated the low blood glucose with glucagon shot. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.